Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2012, 694758 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing, most likely due to electromagnetic interference, was noted on the cardiac resynchronization therapy defibrillator (crt-d). The device remains in use. No patient complications have been reported as a result of this event.